Event description:
Customer reported that her blood glucose is 230 mg/dl. Customer stated that her insulin pump was not working correctly. She stated that her insulin pump was alarming failed battery test and he was unable to clear the alarms because the insulin pump is stuck in rewind screen and unable to exit the prime loop. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).